Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A cypher patient called requesting MRI safety information and additionally reported adverse events. In 2004, the patient had a cypher stent placed in an unknown artery for an unspecified reason. Her symptoms came back in 2006 and angiogram revealed that her previously treated lesion was occluded again. Patient had to have open heart surgery in (B)(6) 2006. Since her implant in 2004, patient had been compliant with her aspirin and plavix medication. Since 2006, the patient has not had any other symptoms. Patient also reported that in 2010, an x-ray was taken for a possible torn rotary cuff and would need an MRI for further diagnosis. No treatment was reported for this ongoing event. No further information was available as the patient refused. Patient did not want to be contacted further and did not want to give any more information.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/17/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have processor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.